Manufacturer narrative:
Follow up #1 12/10/2015. Device evaluation: the device has been returned to animas and evaluated on 11/24/2015 with the following findings: the battery cap was able to attach to a test pump with no issues. The battery cap¿s height was measured outside of specifications.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the battery cap couldn't attach to the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.